Manufacturer narrative:
Bd is conducting a voluntary medical device recall (mds-20-1971-fa) for multiple lots of the bd posiflush¿ sf (sterile field) saline flush syringe 10ml and the bd posiflush¿ xs (externally sterile) 10 ml syringe. This product has been confirmed to exhibit holes in the packaging, which impacts package integrity and potentially compromises a sterile field. While the sterility of the outer surface of the syringe may be compromised, the saline solution and the sterile path of the syringe are not impacted. The root cause investigation is ongoing and will be documented in CAPA # 1472554; however, the issue has been isolated to product manufactured using one single packaging line.

Event description:
It was reported that 80 syringe 10ml reg pr saline fill spkg experienced a damaged or open unit package/seal where the sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: material no. 306553, batch no. Unknown. It has come to my attention that we continue to receive 306553 with slits in the pouches. Our qa group has been sorting, but this is not sustainable and needs to be resolved immediately. We have 100,000+ syringes in our facility with intermittent failures that need to be replaced with acceptable product.

Manufacturer narrative:
H.6. Investigation summary: the returned samples were reviewed and verified the issue identified. There were no non-conformance associated with this batch that could have contributed to the identified issue. It is possible that there may have been a technical issue with the infeed rollover pads during production. A significant amount of in process testing is performed during the manufacture of each posiflush batch. The blister pack machine operator performs hourly checks and final inspection is performed on (B)(4) units per pallet by quality control. Customer complaints will continue to be monitored for this issue. H3 other text : see section h.10.

Event description:
It was reported that 80 syringe 10ml reg pr saline fill spkg experienced a damaged or open unit package/seal where the sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: material no: 306553 batch no. Unknown . It has come to my attention that we continue to receive 306553 with slits in the pouches. Our qa group has been sorting, but this is not sustainable and needs to be resolved immediately. We have 100,000+ syringes in our facility with intermittent failures that need to be replaced with acceptable product.

Event description:
It was reported that 80 syringe 10ml reg pr saline fill spkg experienced a damaged or open unit package/seal where the sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: material no. 306553, batch no. Unknown. It has come to my attention that we continue to receive 306553 with slits in the pouches. Our qa group has been sorting, but this is not sustainable and needs to be resolved immediately. We have 100,000+ syringes in our facility with intermittent failures that need to be replaced with acceptable product.

Manufacturer narrative:
An update was made to the investigation. Codes remained the same. Investigation summary: the returned samples were reviewed and verified the condition reported. A device history record review revealed there were no non-conformances detected with this batch related to the reported condition. A possible root cause may have been a technical issue with the infeed rollover pads during production. Which allowed barrel flanges to be in a vertical position during packaging, this could have caused the condition reported. Adjustment was made to the infeed roller to maintain flanges in a horizontal position during said packaging.

Event description:
It was reported that 80 syringe 10ml reg pr saline fill spkg experienced a damaged or open unit package/seal where the sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: material no. 306553, batch no. Unknown. It has come to my attention that we continue to receive 306553 with slits in the pouches. Our qa group has been sorting, but this is not sustainable and needs to be resolved immediately. We have 100,000+ syringes in our facility with intermittent failures that need to be replaced with acceptable product.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (mds-20-1971-fa) for multiple lots of the bd posiflush¿ sf (sterile field) saline flush syringe 10ml and the bd posiflush¿ xs (externally sterile) 10 ml syringe. This product has been confirmed to exhibit holes in the packaging, which impacts package integrity and potentially compromises a sterile field. While the sterility of the outer surface of the syringe may be compromised, the saline solution and the sterile path of the syringe are not impacted. The root cause investigation is ongoing and will be documented in CAPA # 1472554; however, the issue has been isolated to product manufactured using one single packaging line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80 syringe 10ml reg pr saline fill spkg experienced a damaged or open unit package/seal where the sterility was compromised which was noted prior to use. The following information was provided by the initial reporter: material no. 306553 batch no. Unknown. It has come to my attention that we continue to receive 306553 with slits in the pouches. Our qa group has been sorting, but this is not sustainable and needs to be resolved immediately. We have (B)(4) syringes in our facility with intermittent failures that need to be replaced with acceptable product.